Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the ultrasonic bronchofibervideoscope exhibited a broken angulation wire causing the end to come apart and be immobilized. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. It was confirmed that the break in wire a caused the angle to be fixed and could not be released and it is probable that damage to the a wire caused a problem in which the angle was fixed and could not be released. Olympus will continue to monitor field performance for this device.